Event description:
It was reported that the connector pin on PICC used for ECG trace appeared to be damaged once opened. The pin was bent and was touching the plastic casing. Therefore, customer could not use confirm placement and patient had to be sent for xray.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent connector pin is confirmed; however, the root cause could not be determined. An initial visual observation of the photographs showed the white, tether connector. The connector pin was observed to be bent at an angle, toward the back of the retainer. What appeared to be a black residue was observed on the pin itself. The device appeared to be in-use as biological usage residues were observed on the gloved hand, holding the tether connector. No other details of the damage could be discerned in the returned photographs. Based on the returned photographs, the exact cause of the bent pin could not be determined. This complaint will be recorded for future trending and monitoring purposes.